Event description:
When inserting the screw, the flat part of the screw head broke off. The part where the screwdriver attaches was not damaged, so that the screw could be removed again directly/immediately. A new screw was inserted.

Manufacturer narrative:
During implantation a spongiosa screw flat head ø 6,5x25mm fractured whilst being screwed in. The screw remnant could be removed, and another screw was implanted. During the optical inspection it could be observed that the threads of the screw are severely abraded and the hexagon of the head of the screw shows deformations. The fracture surface looks rather uneven. No origin of the fracture could be determined. However, it can be concluded that the screw was subjected to high levels of torque before fracturing. Furthermore, two metal chips could be found on the tip of the screw. It could not be further determined where these originated. It is possible that the screw either made contact with the cup when it was screwed in or that it jammed on another screw. The manufacturing protocols as well as the surgical techniques and the instructions for use were checked. There are no indications of failures or incompleteness. Additionally, tests with products of the same batch were conducted. The norm test revealed that the screws withstood higher torques than normatively required before fracturing. So, the screws reached torques up to 8.7nm and not only the normative requested 6.2nm. The second test, which tried to resemble the situation during surgery, revealed that the screws withstood even higher torques (up to 10.4nm) without fracturing, but the screw turned in the material. So, the actual adverse event could not be recreated. It should also be mentioned here that only 5.5nm could be reached during the internal tests with the recommended screwdriver, which is neither enough for a breakage nor for the screws to turn through. All in all, no technical root cause could be established, and the failure could not be recreated during testing. The tested screws met the normative requirements. It can only be suspected that the screw jammed on another implant, which in turn allowed even higher torques than just the bony anchorage so that the screw did not turn through but fracture. However, during internal testing not even the normative fracture torque could be reached with the recommended screwdriver. Since the screw was used in combination with a custom-made device which is unique, a general probability of occurrence cannot be determined.